Event description:
A malfunction alarm was reported with the pump during a pumping session. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted, and confirmed understanding of these procedures.